Manufacturer narrative:
Concomitant product: product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported he was not able to get the stimulation on. It was noted the patient's equipment was over 100 miles away. There was no stimulation. Later, it was reported, the patient programmer would not communicate and there was a poor communication screen on the patient programmer. Communication was possible with the implantable neurostimulator recharger (insr). After working with the insr, the patient was able to bring up a charging screen showing an empty implantable neurostimulator (ins). Eventually, the patient got all 8 boxes filled in black. At first, the patient got zero boxes. The patient stopped feeling stimulation and got the poor communication screen on the patient programmer 2-3 months prior to the report. In (B)(6) 2014, the patient fell on his back and it felt like he broke a wire. It only stimulated on the left side of his body unless he jacked the power up. Then it worked on the right. Since 2-3 months ago, it would not even do that. It was noted the patient said he took pain pills too. Relevant medical history included post lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).